Event description:
It was reported that during the implant attempt, the physician had trouble positioning the lead. The lead dislodged once following the removal of the stylet, and was repositioned. Three hours after the implant procedure, the lead dislodged once more, and exhibited a drop in impedance and a loss of both capture and sensing. The lead was explanted and replaced. During the explant procedure, it was difficult to retract the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and in/on the helix/lobe mechanism. The outer insulation was noted to be breached cut, and there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.